Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated the up, down, and ok buttons have experienced intermittent response issues consisting of delayed response, scrolling and hyper-responsiveness. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: on examination, the keypad was intact. On testing all the keypad buttons had intermittent response and required multiple presses to evoke a response. The up arrow and down arrow buttons were sticking and hyper-responsive causing scrolling. The keypad cover was removed for investigation and revealed contamination under all the keypad buttons.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.